Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy of a femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide device was removed and the method that hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary:the plunger, link, anterior needle, and both cuffs were not returned with the device resulting in the investigation being limited. Evaluation of the returned device revealed a posterior foot break had occurred, consistent with the posterior needle striking the foot during needle deployment. With the posterior needle striking the foot instead of engaging with the posterior cuff as designed, the reported needle-to-cuff miss is confirmed. Based on the investigation findings, the probable root cause for the posterior foot break is forcibly deploying the needles against resistance when a needle deflection occurred. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It has been reported that revision surgery has been performed.